Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.3, lab: 2.56. Tests were performed at the same time. Pt's therapeutic range is 2 - 3. Last dose of coumadin was (B)(6) 2012. User reported milking the finger in the attempt to collect sufficient sample for the test.